Event description:
It was reported that during a lap hernia procedure, the device trigger was broken. A new device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 10/24/2007. The analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.